Event description:
It was reported that this right atrial (ra) lead was repositioned due to it was dislodged. The lead exhibited high pacing thresholds. The dislodgment was confirmed though a fluoroscopy. No additional adverse patient effects were reported.